Event description:
It was reported that an infection occurred and the implantable pulse generator (ipg) system was removed. The leads were extracted with a laser and the patient was reported as deceased following surgery due to complications.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: implantable pacing lead product ID 5076-45, implanted: 2004-(B)(6); implantable pulse generator (ipg) product ID p1501dr implanted: 2011-(B)(6), (B)(4).